Event description:
The reporter stated the haptic of an aq2003v silicone three-piece lens crimped while being inserted. The facility was contacted and additional information has been requested from the facility. No further information has been forthcoming.

Event description:
The reporter stated the technician was folding an aq2003v silicone three-piece lens, to be loaded into the cartridge and one haptic crimped. There was no pt contact. The reporter stated the cause of the crimped haptic was due to a loading error.